Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by drawer failure. A field service engineer replaced both rails and side bearings to resolve the issue. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device. The contact information was kept blank due to the reported issues were found by the field service technician while on site.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed. The customer reported that the issue arose while pulling medication for a patient, resulting in a delay in the medication delivery. There were no adverse events or injuries reported based on this incident.